Manufacturer narrative:
B5 updated with additional information received. H6 coding updated based on available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported a subarachnoid hemorrhage (sah) was visualized on 24 hour follow up imaging on (B)(6) 2024. Additionally, a rebar 18 microcatheter was noted to be used with the solitaire in the index procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported concomitant treatment was administered. The adverse event has a causal relationship with the underlying condition or disease.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a solitaire sfr4 stent had neurological deterioration at 24 hours from nihss 9 to nihss 19 was reported by site. No other injury or symptoms were reported. Medtronic received a report that a solitaire patient recovered/resolved on (B)(6) 2024. The ae was reported to have been possibly related to the system, procedure or disease under study. On (B)(6) 2024, the right frontal lobe, temporal lobe, basal ganglia and right cerebellar infarction were enhanced or reperfusion injury. Blood pressure control, strong dehydration treatment the patient's family refused decompressive craniectomy on (B)(6) 2024. Cerebral edema symptoms decreased on (B)(6) 2024 and the patient was discharged from the hospital after improving. Patient details: mrs score: 0 and nihss score 9. The location of proximal face of clot was pre-procedure mtici with a score of 0 and the final post-procedure mtici score was indetermined. Additional information received reported that the patient was being treated for a right mca, m1 occlusion. The patient¿s vessel tortuosity was unknown. The post-procedure 24 hour nihss score was 19 followed by a score of 8 at discharge. Causality assessment provided as: possible related to procedure, not related to device, possible related to disease under study, possible related to underlying condition or disease. The rationale for the relationship to system or procedure could not rule out the possibility. Ancillary devices: aspiration catheter specify: 6f-125 yinshe.

Event description:
Medtronic received a report that the image on (B)(6) 2024 contrast media extravasation was found. Patient's baseline modified rankin scale (mrs) score was 0, national institutes of health stroke scale (nihss) 9. This adverse event (ae) was not a recurrent or new stroke. Ae had a causal relationship with the disease under study and was not related to an underlying condition or disease. The outcome status is recovered/resolved on (B)(6) 2024. The site assessed that this event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed this event as not related to the study device or procedure. The sponsor assessed this event as possibly related to the study devices and causally related to the index procedure. Pre-procedure mtici score was 0, final post-procedure mtici score was indeterminate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported final post-procedure mtici score: 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.